Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with implantable neurostimulators(ins) for movement disorders. It was reported the patient died of parkinson's and was not related to the device/therapy. It was mentioned the device didn't work as well as they were expecting. No patient symptoms or further complications were reported as a result of this event.